Event description:
It was reported that the patient¿s generator was interrogated and presented a message showing low impedance. This was discovered in an office visit where the patient was seen for an increase in seizures and desire for vns settings to be adjusted. It was also reported that the message was also observed in a previous office visit. It was expressed that it was not certain if the patient had experienced any adverse events. It was reported that the patient was experiencing about 5 seizures per day in the time shortly after the low impedance was reported to the manufacturer. X-ray images were received for review by the manufacturer. The generator was placed normally per labeling. The lead pins were visualized past the respective connector blocks and appeared to be fully inserted. The feedthru wires appeared to be intact. The lead electrodes appeared to be appropriately placed per labeling. A strain relief bend was present and appeared to be a sufficient length. Additionally, a strain relief loop was present. Two tie-downs were visualized securing the strain relief bend. Additionally, one tie-down appeared to be securing the strain-relief loop. No gross lead discontinuities or sharp angles were observed. No section of the lead was obscured by the generator. Surgical intervention to address the low impedance has not occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that high impedance was subsequently observed on the patient¿s vns system. Surgical intervention to address the device issues has not occurred to date. No additional pertinent information has been received to date.

Event description:
It was reported that the patient¿s full vns replacement surgery was completed. The explanted devices were discarded and are not expected to return to the manufacturer. No additional pertinent information has been received to date.